Manufacturer narrative:
H.6. Investigation summary bd received a 20 gauge unused nexiva closed IV catheter system dual port unit from lot 9284466 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no signs of foreign matter (fm) on the packages or units. Based off the visual inspection the engineer was unable to verify the reported defect. Since no fm was found a definitive root cause could not be determined and no further testing could be performed. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that there was an oily substance in the hub with a bd neviva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that a kind of oily smear on the package and hub was found.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an oily substance in the hub with a bd neviva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that a kind of oily smear on the package and hub was found.